Event description:
Boston scientific received information that shortly after the implant of this right atrial (ra) lead high atrial pacing thresholds were noted. An x-ray showed that this lead had dislodged. The lead was repositioned successfully and remains implanted. No further adverse patient effects were noted after the reapportioning procedure.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.